Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was hospitalized after experiencing excruciating pain at the ins site and in their upper back when sitting up or laying the wrong direction. The patient stated that the device was 'electrocuting' them and wanted a rep to interrogate the ins. No further complications were reported.